Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from the norwegian medical products agency which reported the following information: on august 30, the customer experienced a fall at their residence resulting in a fractured pelvis and a broken back and was ultimately admitted to the hospital for monitoring and pain management. Based on the information provided, this medical event is unrelated to the use of the adc device. On september 1st, while the customer was admitted to the hospital, an hcp reported that the customer experienced a low readings issue with the adc device, which went unnoticed until september 8th. The customer was discharged from the hospital on september 3rd. On the morning of september 8th, the customer received a reading of 5.7 mmol/l on the adc device both before after meals. A comparison test using a healthcare professional (hcp) meter showed a significantly elevated reading of 33 mmol/l. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. The customer experienced symptoms of hyperglycemia accompanied by nausea and had contact with an hcp; however, details regarding treatment have not been provided. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from the norwegian medical products agency which reported the following information: on (B)(6), the customer experienced a fall at their residence resulting in a fractured pelvis and a broken back and was ultimately admitted to the hospital for monitoring and pain management. Based on the information provided, this medical event is unrelated to the use of the adc device. On (B)(6), while the customer was admitted to the hospital, an hcp reported that the customer experienced a low readings issue with the adc device, which went unnoticed until (B)(6). The customer was discharged from the hospital on (B)(6). On the morning of (B)(6)., the customer received a reading of 5.7 mmol/l on the adc device before after meals. A comparison test using a healthcare professional (hcp) meter showed a significantly elevated reading of 33 mmol/l. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. The customer experienced symptoms of hyperglycemia accompanied by nausea and had contact with an hcp; however, details regarding treatment have not been provided. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.